Event description:
The event involved a 60" (152 cm) appx 0.4ml, smallbore ext set w/clamp, luer lock with ln b2020 and lot number 14408751. It was reported that the pain meds were not allowed to flow causing pressure occlusions and alarmed. There was a delay until to get ahold of a different lot number. The event occurred during infusion. There was a patient involvement and no patient harm.

Manufacturer narrative:
B3: month and year are known; date is unknown. The device is not available for evaluation. The investigation is pending.